Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: hyperion jr40. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use or during the first two inflations, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the mildly tortuous, heavily calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. The same anatomical conditions likely contributed to the resistance met during advancement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the mildly tortuous, heavily calcified, 90% stenosed distal right coronary artery (rca). A 2.50 x 12 mm nc traveler rx balloon dilatation catheter (bdc) was selected for pre-dilatation. There were no issues noted with the bdc during unpacking, inspection and preparation. The bdc was advanced with a little resistance to the lesion and crossed. During the first inflation to 12 atmospheres the balloon did not appear to have fully inflated when observed under angiography. A balloon rupture was suspected. The bdc was removed from the anatomy with no resistance. Once outside the anatomy the bdc was flushed and the balloon rupture was confirmed by saline leaking from the center of the balloon. A non-abbott bdc was used to complete the pre-dilatation and the procedure was completed with the successful implantation of a 2.50 x 15 mm xience alpine stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.